Event description:
Manufacturer's representative reported, the patient has had two revisions for catheter complications due to the distal catheter segment becoming "fractured" at the location where the butterfly anchor is used to secure the catheter during implant. In both cases, the patient was reported to experience return of symptoms. Specific drug information and therapy details were not reported. The infusion system was implanted in 2005 for chronic pain treatment. Additional details regarding reported events have been requested and a follow up report will be sent when new informaton is received.